Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 87, 120 mg/dl. (Meter). Tests were done within 20 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported. Note* - customer was using expired strips.